Event description:
Healthcare professional reported left side pain and discomfort with hardening of both breasts, breast ptosis, capsular contracture, baker grade ii and "sparse simple cysts and breast prostheses with lobulated contours and with small accumulation of adjacent anechoic fluid" via ultrasound. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side pain and discomfort with hardening of both breasts, breast ptosis, capsular contracture, baker grade ii and "sparse simple cysts and breast prostheses with lobulated contours and with small accumulation of adjacent anechoic fluid" via ultrasound. Device has been explanted.

Event description:
Healthcare professional reported left side pain and discomfort with hardening of both breasts, breast ptosis, capsular contracture, baker grade ii and "sparse simple cysts and breast prostheses with lobulated contours and with small accumulation of adjacent anechoic fluid" via ultrasound. Device has been explanted

Manufacturer narrative:
Photo evaluation: device photograph(s) for the device related to the reported event of capsular contracture, cyst, seroma-late, visibility/palpability, pain and wrinkling was reviewed on july 18, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ cyst: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ wrinkling: crease fold observed on the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.